Event description:
The customer reported via phone call indicating that she was hospitalized due to high and low blood glucose. Customer's blood glucose was 311 mg/dl. The customer was admitted to the hospital. The customer was under observation and daily injections. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that she was sweating. Customer reported that there is fluid under the lcd display. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Findings: pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. No unexpected finish loading alarm noted during testing. All the buttons functioned properly and no moisture damage on keypad traces, under lcd screen, electronic assembly or motor noted. Unit had cracked case at display window corner and minor scratched lcd window.